Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with 30 units of insulin. The customer stated that the pump alarmed during normal use. The insulin pump will not be returned for analysis.